Manufacturer narrative:
An event regarding patient pain involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the records by a clinical consultant concluded: in the available records there is no explicit clinical information on the reported pain subject. So, it would be possible as well that pain symptoms may be present around the hip region. The most proximal dm cable has its sleeve on the lateral side in the area of the trochanteric bursa, an area where frequently irritative conditions are present after arthroplasty and certainly after extensive procedures with fracture repair. A popliteal cyst is a patient-related condition that is unrelated to the arthroplasty and as such this problem is patient-related without procedure-related or device-related aspects. Based upon available limited information, cause of reported pain symptoms would either be patient-related (popliteal cyst) or procedure-related (trochanteric bursitis). Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion: a review of the records by a clinical consultant concluded that based upon available limited information, cause of reported pain symptoms would either be patient-related (popliteal cyst) or procedure-related (trochanteric bursitis). No evidence for device-related matters

Event description:
The patient made a recall inquiry and noted that she is experiencing pain.

Event description:
The patient made a recall inquiry and noted that she is experiencing pain.

Manufacturer narrative:
Additional devices listed in this report: cat # 502-11-46c, lot # unknown, description: trident hemispherical cluster hole shell; cat # 626-00-36c, lot # 39854804, description: modular dual mobility insert; cat # 6276-7-018, lot # caxn621d, description: mod con dist stem 18 x 155 mm; cat # 6276-1-023, lot # 38322001, description: 23mm mod rev hip body/bolt stdcomponent level 9006-1-023; cat # 6260-4-122, lot # 40828204, description: 22.2mm std v40 head; cat # 3704-0-050, lot # 39344402, description: d-m 2.0mm beaded cable set ss qty: 2; cat # 2030-6550-1, lot # mjhnd4, description: 6.5 cancellous bone screw 50mm; cat # 2030-6520-1, lot # mlte11, description: 6.5 cancellous bone screw 20mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Devices remain implanted.